Manufacturer narrative:
(B)(4). D10: m2a-magnum pf cup 50odx44id, item: us157850, lot: 867640. M2a-magnum mod hd sz 44mm, item: 157444, lot: 231280. M2a-magnum 42-50mm tpr insrt-3, item: 139254, lot: 617690. Unknown stryker dall- miles cable & sleeve set (competitor). G2: foreign ¿ canada. H6: proposed component code: mechanical (g04)- stem. The customer indicated that the device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during a primary right total hip procedure, a limited calcar fracture occurred. The surgeon indicated that the patient¿s bone anatomy contributed to the event. The calcar fracture was secured with competitor cables. No additional information available for the reported event.